Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving clonidine (unk mcg/ml at unk mcg/day), bupivacaine (unk mg/ml at unk mg/day), and unknown morphine drug (unk mg/ml at unk mg/day) via an implantable pump for unknown indications for use. It was reported that the patient logs were showing a few very brief motor stalls since april (however when she reviewed the logs, she notes two motor stalls in july). The healthcare provider (hcp) stated that alert 528 appeared and the motor stalls occurred in the evenings for 10 minutes each roughly, but the patient has not had magnetic resonance imaging (MRI). The technical services (tss) confirmed pump had been updated with new software versions at both refills in may and july so cause of 528 was truly motor stalls not software upgrade notification. The tss reviewed potential electromagnetic interference (emi) sources and the patient got a new magnetic tablet case a few months ago. The tss explained that could stall the pump if set directly over it. They thought that was the cause but will monitor going forward. No symptom was reported.